Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of issues with customer's high blood glucose levels. The customer's blood glucose level at the time of incident was 458mg/dl. The customer's most current level was 396mg/dl. The customer treated the highs with manual injections. Troubleshoot was conducted. The pump was reported to have passed testing and found to be operating as designed. The customer was advised to monitor the device and call back if issues persist. The customer is being sent out replacement infusion set.